Event description:
Reporter alleged the expiration date on the test strip vial date is a usable one, however, the MFR's inventory system indicates the product is expired. The customer stated the use-by date on the test strip vial is 04/30/07, however, the expiration date from the inventory system indicates the date is 08/31/1999. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.